Manufacturer narrative:
Pending results of next volume check. A review of device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Event description:
Clinical specialist reported a prometra ii 20ml pump with a volume discrepancy observed after an MRI. The sequence of events was reported as follows. Patient goes through MRI scan. Procedure is done according to the ifus. Patient is refilled at the MRI facility and sent home. Patient delivers a bolus using their ptc. Patient contacts clinical specialist and reports feeling jittery and itchy. Patient goes to emergency room. Patient is monitored and sent home. Two weeks later: patient goes to their scheduled refill appointment the following volume discrepancy is observed. Expected: 6 mls returned: 1.5 mls patient is refilled and sent home. The pump was reported to be filled with 500 mcg/ml of fentanyl. Clinical specialist reported that the patient has a ptc and was allotted 7 boluses per day with a dose of 9 mcg. The physician decreased the allotment to 4 times a day following the observed discrepancy. Patient's flow rate was 50.6 mcg/day. Per follow-up, "the patient ended up getting an infection around [their] pump incision following the refill where discrepancy occurred. [Patient] has been on antibiotics, and physician does not feel comfortable accessing pump yet. Patient has a follow up at the end of next month." The physician is going to do a volume check before the patient's next refill.

Manufacturer narrative:
Pending return of device and completion of device analysis. Internal complaint number: (B)(4).

Event description:
The results of an additional volume check showed another overinfusion volume discrepancy. The expected return volume was 7.5ml, and the actual returned volume was 0ml. The pump was subsequently explanted.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. The unit flowed at 94% efficiency. Internal complaint number: (B)(4).